Event description:
It was reported that during pump replacement surgery the catheter was clamped with drug and no priming bolus was programmed on the back table to prime the pump tubing prior to implant. The daily dosage of the medication in the new pump was changed; therefore, it was calculated that for approximately 9 hours the patient would receive drug (baclofen 726 ug/ml - concentration not reported) from the catheter, then for 19 hours sterile water, and then drug (baclofen 2000 ug/ml at a rate of 100 ug/day) from the new pump. At the hcp's discretion, oral baclofen would be used to supplement the patient during the time water delivery to prevent possible withdrawal. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.